Event description:
Meter would not power on. Patient was unable/unwilling to answer whether patient had symptoms of high or low blood glucose level at the time of concern. Patient recieved no medical treatment. There is no indication that patient experienced injury of medical intervention due to the product. The customer care representative (ccr) confirmed that the test strips were correct, the battery was less than one year old and was correctly installed, and the battery contacts were in good condition. The ccr walked the patient through pressing the power button and the meter dide not power on. Based on the unresolved power issue, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. No products were replaced.